Event description:
Implant didn't achieve osseointegration, primary stability was achieved, implant was completely covered with bone, no thread tap used, immediate implantation, undersized implant bed, preceding/simultaneous bone augmentation, pain, swelling, inflammation, mobility.